Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the physician indicated that it was difficult to engage the wrench into the implantable cardioverter defibrillator (ICD) set screw. The device was explanted and replaced. The physician also noted difficulty in engaging the set screw on the new ICD as well. The ICD was eventually successfully implanted. No patient complications have been reported as a result of this event.